Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The customer contact indicated the event was the result of an operator error. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an unspecified operator error, which resulted in the patient receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dilaudid. No specific programming parameters were provided. The customer contact indicated the patient who had a resuscitate order (dnr) was being treated in hospice care for an unspecified diagnosis. The patient was reported to have a life expectancy of 2 days. On (B)(6) 2009 at an unspecified time, the patient expired. The customer contact reported this "was human error, not equipment." Though requested, the customer declined to provide additional information including the patient's age, gender, diagnosis, medication concentration, any medical interventions that were provided, the timeframe of the event, and the specific operator error. The customer contact stated, "this event is not related to the pump-so information you need is not applicable."